Event description:
A voicemail message was received and the following was noted: the patient had complete heart block and was 24-hour observation post implant cardioverter defibrillator. During observation, there was intermittent lack of ventricular pacing after atrial pacing, which was determined not to be due to oversensing; event was not reproducible with pocket manipulation. Post 24-hour observation, the patient was observed for two additional days. Pocket manipulation was completed again, and the event still could not be reproduced. The device remains in use, and no patient complications have been reported as a result of this event or thereafter.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.